Event description:
Literature: hayek sm, jasper jf, deer tr & narouze sn. Occipital neurostimulation-induced muscle spasms: implications for lead placement. Pain physician. 2009; 12(5): 867-876. Summary: this article presents the case report of five pts from four different centers who experienced ons-related neck muscle spasms and were managed successfully by revision of the leads from c1/c1-2 to a level just above the nuchal ridge. Reportable event: over the 72 hours after implant, the pt developed severe spasms of the neck with activation of the lead. The pt was taken back to the operating room and the lead was repositioned in the same area without resolution of the problem. A new incision was then made a new system manufactured by another manufacturer was implanted. It was not noted whether or not the initial system was removed. At six-month follow-up, the pt had pain reduction at 90% and continued to be able to work and function.